Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and displayable history crc check failed on startup alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump stopped functioning and alarmed for motor error. Customer¿s blood glucose was 180mg/dl. Customer also reported that insulin pump alarmed for motor encoder position error. Customer stated that drive support cap was normal and insulin pump was not expose to magnetic field. Customer also mentioned that their blood glucose was going low so customer wanted to pause to treat and customer declined troubleshooting for low blood glucose. Customer was advised to discontinue use of the pump and was recommend customer refer to back up plan. Insulin pump will be return for analysis.